Manufacturer narrative:
The insulin pump alarmed button error after boot up and intermittent button response on the up arrow button due to corroded keypad traces noted. No unexpected scrolling of numbers noted during our testing. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. It was also found the numbers on the insulin pump were scrolling. The customer's blood glucose was 140 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated, they were out in the hot sun prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.